Event description:
It was reported that insulin gauge on pump displayed amount different than caller expected, with initial fill estimate significantly lower than anticipated despite proper cartridge preparation. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge and deliver test bolus, after which insulin estimate difference was within acceptable range, and original cartridge was set for replacement while issue was considered resolved.